Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Other text : implanted.

Event description:
Note: this MFR. Report pertains to the second of three devices that were used during the same procedure. Refer to associated MFR report # MDR_nov2008_300509980320086309 and MDR_nov2008_300509980320086290 for a description of the other devices. It was reported to boston scientific corporation in 2008 that a hemostatic clipping device was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure the same day. (A female patient; weight unknown) according to the complaint, during the procedure they were trying to close a luminal perforation with a cat # 2261 hemostatic clipping device. The clip misfired. The case was completed with another hemostatic clipping device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."